Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, increased threshold, decrease impedance and decrease sensing were observed. Externalized conductor was suspected. The lead was replaced without adverse events. The patient was in stable condition.